Manufacturer narrative:
This report is being filled to relay additional information, which was unknown at the time of the initial medwatch: patient full name: (B)(6). Exact implant date: (B)(6) 2010. Implant and revision surgeon: dr. (B)(6). Implant and revision hospital: (B)(6). Reason for revision: metallosis. Lot# and ref# received. Concomitant medical products: item: zimmer mmc, cup, uncemented, 52 mm/44 mm, code j catalog #: 01.00634.052 lot #: 2522499, item: metasul ldh, head, 44, code j, taper 18/20 catalog #: 01.00181.440 lot #: 2468047, item: alloclassic sl stem 3 12/14 catalog #: 2843 lot #: 2526284. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: another case for the same patient was opened: (B)(4). The following reports are associated with this event: 0009613350 - 2018 - 00418 - 1, 0009613350 - 2018 - 00618.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient had a tha on the right side and underwent to revision surgery approximately eight years post-implantation due to metallosis. During this revision surgery, the metasul ldh, head adapter, m, 0, taper 12/14-18/20 was explanted.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to metallosis event description: today, march 9, 2018, legal received notification of a new claim. (B)(6) stated that she received a mmc cup by dr. (B)(6) in (B)(6) around (B)(6) 2010, into her right hip. She was revised on (B)(6) 2018, and is seeking compensation. There is a complaint file in etq, however that is for her left hip which was a durom. We have no additional information to report, but will forward any supplemental information to you upon receipt. Review of received data: primary surgical report dated (B)(6) 2010: pre-operative diagnosis: severe osteoarthritis, right hip. Operation: alloclassic stem size 3, mmc cup uncemented size 52/44, ldh head 44 and adapter were implanted with success. No abnormalities were observed in the report. Revision surgery report dated (B)(6) 2018: pre-operative diagnosis: failed right total hip arthroplasty metal-on-metal cup indication: clinical evidence of metallosis. Operation: when the posterior capsule was entered quite a bit of fluid was encountered. Multihole size 54mm cementless cup with screws, 36mm hooded liner and biolox option ceramic head 36mm size were implanted. No other findings were described. Device analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap dfmea: aseptic loosening, metallosis due to deformation of the cup due to setting instrument leads to increased wear: possible: product was not received, therefore cannot be excluded. Aseptic loosening, metallosis due to deformation of the cup due to bad bone condition (e.g. Sclerosis): possible: product was not received, therefore cannot be excluded. Conclusion: patient underwent revision surgery of the mom thr due to metallosis after approximately 8 years in-vivo time. Except the stem, all the components were revised. Raw material certificates confirm that the devices were manufactured according to the material specifications. Review of the device history records for the products did not identify any deviations or anomalies related to the reported event. Possible causes of the reported event include increased wear due to too small clearance, too large clearance, component malpositioning, damaged component during operation, 3rd body wear due to particles, dislocation and patient related causes. It is not known to which extent these factors had a role. It is not possible to find a root cause in the absence of valuable medical data like x-rays for the investigation and the explants. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).